Manufacturer narrative:
The field service engineer (fse) was at the customer site on 12/30/2015. The fse observed that the strip reader module (srm) was the source of the issue. He replaced the srm to resolve the reported problem. The repairs were verified per established procedures. Bec internal identifier for this report is (B)(6).

Event description:
The customer reported cb failing urobilinogen on their ichem velocity automated urine chemistry system. There were no erroneous results generated or reported out of the lab.